Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels when exercising. Orange juice was consumed to address the low bg. There was no device issue reported and the customer stated that the low bg was caused by exercise. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.